Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. The customer has returned an x-ray of the surgical site. It can be seen that the screw is fractured into the implant drive feature with a fracture line flush to the top of the implant external hex. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot numbers not provided/unknown. Reporter's email not provided/unknown. Device not returned.

Event description:
It was reported that an unknown screw fractured in the implant. The fractured piece was able to be removed.